Event description:
It was reported that insufficient roll off occurred. A 3.5cm x 15cm leveen coaccess needle electrode was selected for use in a radio frequency ablation procedure to treat a hepatic tumor. During the procedure, it was impossible to reach roll off. Troubleshooting was attempted by resetting the console. The needle was replaced and roll off was reached very rapidly. The procedure was completed. No patient complications were reported.